Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a poor connection between a transducer and the board. The technician reconnected the transducer black twist connector to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that an s5 roller pump displayed an error message during a procedure. There was no report of patient injury.